Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-06933. It was reported the pt has been unable to receive adequate coverage since being implanted. Reprogramming attempts have been unsuccessful. The pt is scheduled to discuss surgical intervention with his doctor.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.